Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on 2019-mar-29. It was reported that the surgery took place on (B)(6) 2019.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding a patient who was receiving 500 mcg/ml of sufentanil at 114.91 mcg/day via an implantable pump for spinal pain. On (B)(6) 2019, it was reported that the patient's pump had flipped. The pump was determined to be flipped at the refill approximately 3 weeks prior to the date of the report. The pump was manipulated back upright at the pump was successfully filled at that time. It was noted that there was "lots of loose skin" in the patient's apron. No diagnostics or troubleshooting were performed. It was noted that a surgical intervention also occurred. The patient's pocket was opened and it was noted that the pump was no longer sutured in position. The catheter was not coiled so it appeared that the pump had not flipped repeatedly. The pump pocket was irrigated copiously with saline and new sutures were added to secure the pump in the pocket. The pump was put back in the pocket and secured on 4 suture clips. Sutures were used to make the pocket tighter and the pocket was closed. The issue was considered resolved at the time of the report. The patient's status was listed as "alive-no injury". No symptoms were reported. No further complications were reported.